Manufacturer narrative:
H.6. Investigation summary the image sent has dirt stuck to the barrel. This type of dirt appears as a visual characteristic of oil or grease. As the problem presents itself only in the barrel, with the plunger in the standard color without traces of dirt, it is possible to conclude that there was a failure in the plastic injection equipment, as well as a failure in the visual inspections of the product that did not detect the presence of foreign matter. A device history review was conducted for lot number 9196449. The root cause evaluated was due to a leak in the hydraulic system in the molding equipment (moij-50), which resulted in the contamination of the parts. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ syringe luer slip had dirt inside the plunger before use. The following information was provided by the initial reporter, translated from portuguese to english: "customer mentioned that a 20 ml plastipak syringe showed dirt inside the plunger. Batch: 9196449."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ syringe luer slip had dirt inside the plunger before use. The following information was provided by the initial reporter, translated from portuguese to english: "customer mentioned that a 20 ml plastipak syringe showed dirt inside the plunger. Batch: 9196449."